Event description:
Catheter sheared off while anesthesiologist performing the procedure attemtped to remove it. A neurosurgeon was brought in and successfully removed the catheter without further complications.